Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.

Event description:
An email was received regarding a set, insulin, 6mm inserter/retractor, 24" buckle ay 10-10/bx with list number 21-7220-24 and lot number 4448979. It was reported that a person with diabetes reported an issue during the insulin tubing fill process. According to the pwd, insulin was leaking from the very end of the plastic tubing rather than from the needle tip. Two photos were provided, one showing the tubing's lot number and another attempting to highlight the leak location. The pwd noted that she had a spare tubing set available and was able to replace the faulty one promptly. The patient observed that the second tubing filled more quickly than usual but attributed this to the fact that priming had already begun with the first set, partially filling the chambers. The pwd suspects a small separation or crack between the tubing and the plastic component of the needle housing as the cause of the leak. The patient confirmed that the packaging appeared intact, with no signs of damage or exposure to extreme temperatures. No other leaks were observed, and the luer lock remained dry during the filling process. There was no patient injury. Patient details were provided: the patient is 27-year-old, non-hispanic white female born on (B)(6) 1998, weighing 169.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.